Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one healing abutment for evaluation. Visual and functional evaluation was performed. The abutment shows heavy signs of wear/use, possible due to removal process. Some damage to threads was observed under magnification. Implant and abutment engaged with difficulty. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction could not be verified. Implant and abutment were returned disengaged, however, there was some damage observed to the abutment's threads . The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). D10: tsvtwb10, imp,tsv,4.7,10,mtx,mg, lot number 1271292.

Event description:
It was reported that the implant was placed per manufacture instructions. Healing abutment squeaked when being tightened and then cold welded to the implant. Implant and healing abutment were backed out and another implant was placed.